Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling was used during a procedure on an unknown date. According to the complainant, the patient had complications, but the specifics are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.